Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The incorrect time was recorded in the bolus history and the patient has lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint was not confirmed. Black box shows the following activity on (B)(6) 2015: manual time change from 10:21am to 9:20am; 9:31am 1 unit bolus is performed; manual time change from 9:39am to 10:44am. No alarms related to the complaint were found in the alarm history. A timekeeping accuracy test was performed; the pump was keeping time accurately. Boluses performed during testing were accurately recorded in pump history. Unrelated to the complaint, the battery compartment is cracked along side of pump.